Event description:
No additional info.

Manufacturer narrative:
The customer reported that there was a small hole in the tubing. One photo was taken by the customer that does not verify the complaint because a hole was not seen from the picture. No further investigation can be conducted due to no sample being returned. The root cause could not be determined because the sample was not returned. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged and leaking the following information was received by the initial reporter with the following verbatim: event details: ¿while priming the paclitaxel medication, I noticed a small hole from which the medication was leaking. The hole is not visible to the human eye but did result in the medication leaking a very small amount onto the counter.¿